Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to stem aseptic loosening. Items not revised: cotyle "anca" avec trous a/revet. Hap 56, catalog # ppr67256, lot # u0362491, qty 1. Insert ceram "anca fit?" 28/44 56-58/28 al2.o3 biolox forte, catalog # ppr67512, lot # t12139243, qty 1.